Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: a33 alarm during prime/a33 test due to faulty fsr (g) minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.